Event description:
A report was received that the patient was having a rash all over the ipg. The patient was placed on steroids and provided a different body wash and cream. It was also reported that something relative to surgery was triggering the rash and the dermatologist does not believed it was stimulator and leads related.